Manufacturer narrative:
After the field service engineer replaced the sensor with the newest version, a pipetting accuracy check, and qc measurements were performed and the results were within range. The instrument was performing within specifications. The service actions (replacing the sensor with the newest version) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer mentioned that the cleaner level detection had not warned them that the bottle level was low. Qc was acceptable on (B)(6) 2024 and (B)(6) 2024. The field service engineer checked the level sensor on the cleaner and found that the wash sensor was faulty. He replaced the wash sensor. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with creatinine assay on a cobas integra 400 plus analyzer. Sample 1: on (B)(6) 2024: initial result: 266 umol/l. On (B)(6) 2024: repeat result: 81 umol/l. The repeat result of 81 umol/l was deemed to be correct. Sample 2, sample 3, and sample 4 were initially tested and repeated on (B)(6) 2024. Sample 2: initial result: 270 umol/l. 1st repeat result: 111.6 umol/l. 2nd repeat result: 107.2 umol/l. Sample 3: initial result: 214 umol/l. 1st repeat result: 83 umol/l. 2nd repeat result: 84 umol/l. Sample 4: initial result: 118.3 umol/l. 1st repeat result: 403.9 umol/l. 2nd repeat result: 119.5 umol/l. The customer questioned the initial results. No questionable results were reported outside the laboratory and the samples were repeated.